Event description:
Reporter alleged the rubber grips on the side of the blood glucose monitoring device were peeling. The manufacturer's evaluation department indicated there was melting and burning found on the 3rd and 4th connector pins. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.